Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stents were implanted in the lad during the index procedure. The cec adjudicated that the patient suffered a non-q-wave mi (target vessel), 3rd udmi peri-pci; occurring on the same day. Safety assessed the event as possibly related to the index device but not related to the antiplatelet medication.